Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an alarm on the homechoice (hc). The patient checked the alarm log and found that it was a system error 2240 (air in line/set) on the hc device during dwell 4 of 5 of peritoneal dialysis (pd) therapy, while the patient was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The patient then cleared the alarm. It is unknown how the patient planned to complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.